Manufacturer narrative:
(B)(4). A sample was not available for evaluation, however, a batch review was performed on the reported lot and no deviations were noted. A labeling review was performed and was found to contain the appropriate directions, cautions, notes and warnings. A trend review was performed and found similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow up-report will be submitted. This MDR was submitted on (B)(4) 2010; however, due to a failed ack3, this MDR is being resubmitted on (B)(4) 2010.

Event description:
The customer reported to baxter a flolink IV access device in which an unknown 10cc syringe filled with normal saline, used to flush the port-a-cath line, became disconnected from the flolink. The chemotherapy infusion was completed. The syringe reportedly "unscrewed" by itself, so the nurse re-attached it and held the syringe barrel as the line was flushed. There was no patient injury or medical intervention necessary. No additional information is available.